Manufacturer narrative:
Concomitant product: product ID 37791, serial # unknown, product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37713, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4). The patient has multiple leads and it is unclear which had the issue. Refer to regulatory report #3004209178-2016-0283 for information on the patient's ins.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient used to charge on saturdays, but couldn't anymore. The patient turned "it" on, but nothing came on. The patient stated she normally saw the coupling bars. The patient stated, "sunday was a holiday, so she couldn't do that." The patient noted that she started to charge on mondays for awhile, but "not" she can't. When asked for clarification, the patient stated her healthcare provider (hcp) told her to call because there was no reason she shouldn't be charged. The patient had the implantable neurostimulator recharger (insr) on for almost an hour and her implantable neurostimulator (ins) was not charged. The patient described the screen and it was the insr charging screen. It was reviewed with the patient that she had to put the insr on her ins to charge the ins. The patient did so and reported that the last 1/4 was blinking, meaning the battery was 75% charged and was charging the 75-100%. The patient stated there was no "stim." When asked for clarification, the patient stated her patient programmer (pp) showed nothing. The patient described the poor communication screen. It was reviewed that the pp needed to be over the ins to check the status. The patient did so and reported that her battery wasn't full. The pp battery icon matched the insr battery icon. The patient believed her ins should have been fully charged by now. It was reviewed with the patient that it could take several hours to fully charge. The patient stated that she knew that, but she had the insr on for almost an hour and it was not fully charged. Additional information received a consumer reported she still had coupling problems, but her hcp "doesn't believe her." The patient saw 8 empty boxes. There was a damaged recharging antenna. Since troubleshooting had been attempted in the past, the patient was sent a new insr antenna to see if that would resolve the issue. No patient symptoms were reported regarding this event. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2016-02839 for information on the patient's concomitant system.

Event description:
Additional information received from a consumer reported she had her implant in (B)(6) 2012 and her problems started in 2015. The patient noted she wanted to charge on saturdays, then couldn't. The patient charged on monday, but now she cannot. On (B)(6)2016, a wednesday, the patient charged for 50 minutes, but the battery still was not full. The patient had been in to the healthcare provider's (hcp) office and they continued to tell her that she should have been able to charge 24/7, but the patient knew she could not. The patient had a new "plate" and had it installed and charged for 30 minutes on thursday afternoon. The patient was still worried that she would run out of week days to charge. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported she received the new pad and it was working very well. The patient was still disappointed that she could not charge on saturday or monday and was worried more may happen. But at the time of the report, she was doing well on thursday and would try to continue.